Manufacturer narrative:
As part of investigation, the customer was provided an in-service that included demonstration of reprocessing in accordance with the manufacturer¿s recommendations. The ess reported that the facility¿s staff confirmed an understanding of the manufacturer¿s reprocessing instructions. In addition, the service center followed up with the user facility regarding the reported event and was informed that the scope was being reprocessed properly. A review of the instrument history was performed and showed that the scope was last returned for service on (B)(6) 2019 for an air leak and damaged switch control. The device was not returned to the service center for evaluation. The pcf-h190l instruction manual states ¿ prepare the air/water valve, suction valve, auxiliary water tube, mouthpiece, and biopsy valve that have been reprocessed as described in the ¿reprocessing manual¿ with your endoscope model listed on the cover.¿ the reprocessing manual for model pcf-h190l states ¿move the syringe to the air/water channel port of the injection tube. With the suction port of the injection tube immersed in the water, withdraw the syringe plunger and confirm that the water is drawn into the syringe. Depress the plunger and confirm that the water is emitted from the air pipe port of the injection tube. Confirm that the water is not emitted from the suction port when removing the suction port from the water.¿

Event description:
The endoscopy support specialist (ess) reported that the scope was improperly reprocessed during an onsite observation at the user facility. The ess reported that the facility¿s reprocessing staff failed to suction or sterilize the scope. The reprocessing staff was stopped and corrected as these deviations were noted. The ess informed the user facility¿s endoscopy manager of the findings and a portable suction was setup. There were no device positive cultures or patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.